Event description:
Physician reporting a left side rupture and capsular contracture (unknown baker grade). Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed, as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: stress marks observed, wear abrasion observed, crease fold observed. No further actions are required, as the device was implanted.

Event description:
Device has been explanted.